Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
It was reported the patient had an initial procedure on (B)(6) 2012 with a bifurcated stent and suprarenal aortic extension. On (B)(6) 2016 a follow up computed tomography (CT) showed a type 3b endoleak of the suprarenal extension and a type 3a endoleak. The physician identified a tear in the suprarenal stent and a component separation between the main body and suprarenal stent. The physician elected to implant two infrarenal aortic extensions and an additional suprarenal aortic extension to re-line and seal the endoleaks. The procedure was completed and to date there have not been any additional adverse events reported for this patient.

Manufacturer narrative:
At the completion of the complaint investigation, based on the information provided, the clinical evaluation confirmed a type 3b endoleak of the suprarenal aortic extension with partial crown separation and a type 3a endoleak with complete component separation. The information received also had sufficient evidence to support the following observations; a type 1a endoleak from the crown separation, narrowing of the flow lumen due to thrombus in the main body stent, stent fractures of the suprarenal extension, a type 3b endoleak of the main body, aneurysm growth, and migration of the suprarenal extension. The clinical evaluation additionally found the following potential contributing factors to the reported event; patient reported non compliance with follow up surveillance and the proximal stent migration. The review of the manufacturing lot confirmed all devices met specifications prior to release. The event devices remain implanted in the patient and were not available for further evaluation. The root cause of the reported event is unknown. There is not enough information to determine the root cause of the reported event at this time.